Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had exhibited shock impedance measurements of greater than 125 ohms. No noise was observed. This patient underwent a planned procedure to upgrade to a cardiac resynchronization therapy defibrillator (crt-d). A defibrillation threshold (dft) test was performed prior to the changeout procedure. This ICD was explanted and the new crt-d implanted, which remains in service. The right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.